Manufacturer narrative:
A ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unable to use machine. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable since the keypad hard keys and the comwheel provide user input capability that is redundant to the touch screen user input such that there is no loss of ability to control the anesthesia machine.